Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial hip arthroplasty. Subsequently, the patient suffered implant displacement and was revised. During the event, it was noticed that the screw head had broken off a little bit.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw identified damage to the head with the rest of the screw intact and undamaged. The screw head damage is located in two spots on opposing sides of the head. Damage by the etched 'z' is a gouging to the outer edge with material deformed on the head upward. The damage on the opposing side from the etched 'z' is an indent that deformed the material and is not flat across the top of the screw. Dimensional analysis of the screw identified it to be in print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.